Event description:
A hosp biomedical engineering technician (bmet) reported that the distal end of high frequency cable 'exploded' i.e. Flamed during a surgical procedure. Technician stated that the electrode cable broke and separated about 1 1/2" from where is connected to an olympus hand instrument. There were no injuries to the pt or staff. A second electrode cable was attached to the same valley lab electro-surgical unit (esu) and the case was completed without any further incidents.